Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-02395, and 1627487-2022-02396. It was reported the patient experienced ineffective therapy. Diagnostics indicated that 2 of the patient's cervical and lumbar leads had multiple contacts with high impedance. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention occurred wherein it was discovered there was a fracture of the lead extension (related manufacturer reference numbers: 1627487-2022-03141; 1627487-2022-03142). Both thoracic leads and extensions were explanted. A new octrode was placed at t8 to address the issue. During the procedure, the physician replaced the ipg electively. The set screw on port 1-8 of the new ipg shifted and was repositioned and physician began closing. As the physician was completing the final sutures, the patient went into cardiac arrest and was flipped (related manufacturer reference number: 3006705815-2022-14759). Once the patient was stable, the physician completed the case with the patient laying on their side.